Manufacturer narrative:
Concomitant medical products: product ID 8709. Serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp), the patient was receiving baclofen via their implanted in trathecal pump. The manufacturer / type of baclofen, drug concentration, dose rate, and drug lot number were unknown / not available. The indication for use regarding the pump was intractable spasticity and spinal cord injury / disease. An infection at the pocket site occurred. No diagnostic tests or troubleshooting was performed. A new implant was planned to occur on (B)(6) 2015. The issue remained unresolved at the time of the report ((B)(6) 2015). The patient was without injury regarding their status as of (B)(6) 2015. The pump was to be returned to the manufacturer. On 09/29/2015, a company representative reported that the patient was having a revision performed on (B)(6) 2015. No further information was reported. Information was received from the physician's office who indicated that the lot number of the baclofen was unknown. The patient's underwent a pump replacement on (B)(6) 2015. Beginning on (B)(6) 2015, the pump delivered gablofen intrathecal (20,000 mcg/20ml solution) at a daily dose rate of 195 mcg/day (20 ml volume pump). The start date of the baclofen intrathecal was unknown prior to (B)(6) 2015 and the treatment was ongoing. The patient had no known drug allergies. The patient was also being treated with methenamine mandelate 1 gm oral tabs (1 tablet, by mouth, twice daily, start date (B)(6) 2015, no stop date), oxybutynin chloride (5 mg oral tabs, one tablet, by mouth, twice daily, start date (B)(6) 2015, no stop date), amlodipine besylate (10 mg oral tabs, one tablet by mouth daily, start date (B)(6) 2015, no stop date), baclofen oral (20 mg oral tabs, one by mouth daily, start date (B)(6) 2014, no stop date), nexium (40 mg oral, one tablet by mouth daily), azo-standard tabs (one tablet by mouth daily, start date (B)(6) 2015, no stop date), melatonin (10 mg oral caps, one tablet by mouth daily, start date (B)(6) 2015, no stop date), hydrocodone-acetaminophen tabs (one by mouth as needed, start date (B)(6) 2015, no stop date), and percocet (10-325 mg tabs, take 1 or 2 by mouth every 4-6 hours as needed for pain, start date (B)(6) 2015, no stop date). A lab culture was performed of the patient's wound. On (B)(6) 2015, the preliminary results indicated that there was no fungus isolated within 2 days. A gram stain indicated rare white blood cells, no squamous epithelial cells, and no organisms were seen on (B)(6) 2015. Additionally, on (B)(6) 2015, an aerobic/anaerobic culture revealed that no anaerobes were isolated and staphylococcus aureus was found with rare growth of (B)(6). The cause of the infection was unknown. Several antibiotics were being considered for the treatment of the infection. Additional information requested included the outcome of the event. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
(B)(4).